Event description:
It was reported that both the right atrial and ventricular leads were fractured. Noise was noted on both channels, and there was oversensing. Detections were turned off pending further discussion. No patient complictions have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.